Event description:
Boston scientific (bsc) crm received and reported the following info: this implantable left ventricular (lv) lead had a conductor fracture. The lead remains in service at high outputs, but a replacement procedure has been scheduled for a future date."

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion code: the cause of a conductor fracture cannot be determined based on the info available.